Event description:
Initial allergan smooth saline 450cc submuscular breast implant surgery, within 3 months developed muscular/joint pain, chronic fatigue, anxiety, extreme depression. On (B)(6) 2013: experienced right breast implant rupture, diagnosed at this time with symmastia. Revision surgery (B)(6) 2013, symmastia repair and allergan smooth saline 450cc implants in place. Two ¿ three months later developed chronic uti. Bacterial vaginosis, and strep throat that was unresolved for approx. 8-13 months. Reoccurring roughly every 3 months, thereafter. On (B)(6) 2017: noticed right implant ¿bottoming out¿ and symmastia was coming back. Along with chronic migraines, extreme fatigue, joint/muscle pain, memory loss, anxiety and depression. On (B)(6) 2017 had second revision mastopexy and symmastia repair. Retained implants. Immediately after surgery felt like something was wrong. Stomach pain, muscle/joint pain, dry eyes, chronic rhinitis, recurrent: uti, bv and strep throat, pain in my right breast and rib cage, discoloration of hands and feet, vertigo, chronic migraine, nausea, itchy skin, acne, hair loss, dry hair, discoloration of skin tone, discoloration of white of eyes, chronic dry mouth, chronic rhinitis, tinnitus, trouble swallowing, cough, throat clearing. FDA safety report ID (B)(4).